Event description:
The suspect meter showed variation in test results when compared to the lab. The following ttest results were reported. Inratio: 3.2, 1.7, 4.1, 3.8; lab: 2.5, 1.8, 2.8, 4.1. The meter shall be returned for investigation purposes. Replacement meter sent to the customer.